Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: migration.

Event description:
Patient representative reported biocell devices caused personal injuries' and damages including but not limited to the following: a diagnosis of bia-alcl, risk of bia-alcl recurrence, discomfort, itching, emotional distress, accumulation of foreign and adulterated silicone particles in her body, past physical pan and suffering from explanation, scarring and disfigurement. Plaintiff has been diagnosed with bia-alcl.